Event description:
The pt reported that his infusion device displayed a 2.01 and three dashes in the middle of the screen and the device was continuously beeping. The pt stated the power pack had been in use for 3 weeks. The pt removed the power pack and replaced it with a new power pack. The infusion device went through the system check and started performing as intended. The pt was aware of the power pack recall and was reminded to change his power back every 2 weeks. The pt's blood glucose was not affected. The pt did not require medical assitance by a health care professional. The product has been requested for return to be evaluated.